Manufacturer narrative:
A supplemental is being submitted for completion of the investigation. Product event summary: (B)(6) and the controller (unknown serial number) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue, and the controller's serial number is unknown. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported events could not be confirmed. The reported vad stop event likely correlates to the reported loss of power. A possible root cause of the reported controller loss of power event can be attributed, but not limited, to the reported disconnection of both power sources from the controller as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: g151 ICD implanted (B)(6) 2017 693565 lead implanted (B)(6) 2011 additional products: d1: heartware ventricular assist system controller d4: model #: 1420 / catalog #: 1420 / expiration date: unknown / serial or lot#: unknown d9: no h3: no h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient presented to emergency after experiencing loss of consciousness due to a disconnect. The patient had unplugged from the wall and the battery to exchange a battery. The patient had imaging done, a computerized tomography (CT) of the brain and spine and chest x-ray all of which were unremarkable. The controller and vad remain in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power event occurred due to the patient caused it accidentally.